Event description:
It was reported that shaft break occurred. A 3.25mm x 15mm emerge balloon catheter was advanced for dilation. However, it was noted that the balloon wire was snapped in half. The procedure was completed with another of same device. There were no patient complications reported.